Manufacturer narrative:
Underwater leak testing revealed no leaks in the iab. Further laboratory examination revealed no defects in the returned product.

Event description:
After iabp for two days, the iab leaked. Blood was noted in the catheter.